Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 6.9 mmol/l (mobile) and 4.1 mmol/l (compact plus). No death or serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).